Event description:
Covidien received information from a customer stating that the cuff on a shiley tracheostomy tube would not inflate. The reported malfunction was discovered during a routine tracheostomy change on a patient, but the reporting person did not know whether the discovery was made during pre-testing or at another time. The patient was immediately re-cannulated with a different tracheostomy tube and was not injured or harmed as a result of the incident.

Manufacturer narrative:
Covidien has requested that the customer return the device for evaluation. The serial number was not provided.(B)(4)